Event description:
It was reported that the customer had high blood glucose levels of 174 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated even though it was not supposed to. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 49 mg/dl where the actual blood glucose level was 223 mg/dl. The customer also reported a bent sensor from the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed with accurate readings.